Manufacturer narrative:
Ths report is associated with argus case (B)(4), super polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Hypothermia [hypothermia]. Dizziness [dizziness]. Cold sweat [cold sweat]. Denture fell down [device adhesion issue]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of hypothermia in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. This case was associated with a product complaint. Concurrent medical conditions included diabetes and hypertension. On (B)(6) 2016, the patient started polident denture adhesive cream. On (B)(6) 2016, 1 day after starting polident denture adhesive cream, the patient experienced hypothermia (serious criteria gsk medically significant), dizziness and cold sweat. On an unknown date, the patient experienced device use error, product complaint and device adhesion issue. On (B)(6) 2016, the outcome of the hypothermia, dizziness and cold sweat were recovered/resolved. On an unknown date, the outcome of the device use error, product complaint and device adhesion issue were unknown. It was unknown if the reporter considered the hypothermia, dizziness, cold sweat and device adhesion issue to be related to polident denture adhesive cream. Additional details, this case was reported on (B)(6) 2016. A female consumer used polident denture adhesive cream twice a day yesterday because her denture fell down in the afternoon after adhering it in the morning. She had cold sweat, dizziness and hypothermia in the early morning today but her blood glucose level and blood pressure were normal after measuring. The pharmacist reported that the only thing to be suspected was twice use of the product. The consumer was taking anti-hypertension and anti-diabetes drugs. The pharmacist mentioned that the adverse events seemed to be fine now and queried if there would be special reasons for not using more than once a day and also queried if these adverse events could be happened when using twice a day. Action taken with polident denture adhesive cream was unknown.